Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID addr06 implantable pulse generator (ipg) implanted: (B)(6) 2012 product ID 5024m58 implantable pacing lead implanted: (B)(6) 1996. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited an apparent lead fracture. The ra lead was replaced. No patient complications have been reported as a result of this event.